Event description:
As reported by a field clinical specialist, a transfemoral transcatheter aortic valve replacement procedure was performed using an s3ur 26 mm valve. During valve deployment, strong resistance was experienced while operating the inflator, requiring more force than usual. During deflation, the contrast medium was perceived to drain more slowly than normal. Severe vascular tortuosity was observed extending from the abdominal to the thoracic region. The reported device issue occurred during deployment and was categorized as an inflation/deflation issue. The approximate inflation time was reported as 20-30 seconds, and the approximate deflation time was reported as 5-10 seconds. The inflation medium consisted of 15 ml of contrast (15:85 ratio). Despite the reported resistance during inflator operation and the perceived slower than normal contrast drainage during deflation, the valve was reported to be fully deployed and positioned at the intended location. No slow inflation or deflation times or other abnormalities were noted during device preparation. The delivery system was reported to have been torqued during the procedure; however, the approximate number of rotations could not be obtained. No asymmetrical inflation was reported, and no resistance was encountered during insertion of the delivery system through the sheath. No damage was reported on the delivery system, stopcock, or tubing before or after removal, and no damage was reported on the sheath following removal, including the distal tip. No fluid loss was observed, and no difficulties were reported during withdrawal of the delivery system and/or sheath. No patient injury was reported, and the patient's final outcome was reported as stable.

Manufacturer narrative:
The investigation is ongoing.